Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 22, 2021, it was found that the screen showed noise and the endoscopic image of the subject device could not be seen temporarily during the operation of the angulation of the subject device and the imaging unit of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the reported phenomenon was duplicated. Omsc confirmed the subject device as following. The subject device passed a leakage test. As a result of checking the bending section, it was found that the rubber of the bending section was rubbed, the adhesive of the bending section was chipped, and a part of the inside of the bending section partially cut off. As a result of CT imaging, it was found that the image sensor unit cable of the bending section was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Based on the results of the investigation, omsc surmised that the reported phenomenon occurred due to the following causes. The image sensor unit cable of the bending section was broken due to external stress such as inserting and removing the insertion section of the subject device diagonally with respect to the trocar. The image sensor unit cable was short-circuited and the reported phenomenon occurred. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.